Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected low out of range right atrial (ra) pacing impedances of less than 200 ohms. The cause for the low ra impedances was not determined. The decision was made to explant and replace the associated ra lead. This crt-d remains in service. No additional adverse patient effects were reported.